Event description:
At the pump refill, on the date of this report, while the pump was being updated, the patient was laughing and the pump went into a stopped pump mode. The pump was reprogrammed before the patient was sent home. The patient had no symptoms related to the event. The patient outcome was reported as ¿recovered without permanent impairment¿. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).